Manufacturer narrative:
Product complaint #: (B)(4). Updated section on this medwatch report: b4, b5, g3, g6, h2 and h10. Based on the review of additional event information received on 21-dec-2021, the reported kinked was to the body/shaft of the device and not to the embolic coil. Therefore, the event no longer meets us regulatory reporting criteria. Please update your record accordingly. Section b5: additional information received indicated that there was no damage noted before removing the device from packaging or during removal from the package. The body/shaft was kinked, not the actual coil. The product was stored in the lab per the requirement of the instructions for use (IFU). The device was stored and handled according to the IFU. There was no other damage noted to the packaging. The integrity of the sterile pouch was not compromised. The procedure was completed by changing to a new device. There were no procedural delays due to the event.

Event description:
As reported by the field, during a coil embolization to the left posterior communicating artery, the physician opened the package of an orbit galaxy coil (640cr0830, 30628881) and observed that the coil was impeded in introducer and could not be pushed out. The coil was also found to be kinked. A new device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Visual analysis was performed on the photos provided. In the picture, the og tdl cmplx frame coil 8x30 could be noted from a distal position. No damages could be noted on the device. The coil cannot be seen in the picture. A manufacturing record evaluation was performed for the finished device 30628881 number, and no non-conformances related to the malfunction were identified. The reported condition ¿coil - impeded-in introducer¿ could not be evaluated based on the pictures. The reported condition ¿coil - kinked/bent-prior to use¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.